Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous distal right coronary artery. A 2.5x38mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, the physician noted the stent was flared. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were stretched out causing the stent to move proximally over the proximal markerband. Some of the struts were raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous distal right coronary artery. A 2.5 x 38 mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, the physician noted the stent was flared. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).